Event description:
Additional information was received from the manufacturer representative (rep). Rep reports the patient is doing better, their foot and leg pain has resolved since the trial lead pull. Rep clarifies that the patient's foot and leg pain began after the trial system was put in.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving the lead 977d260 trial 5mm compact 1x8, the patient experienced significant leg and foot pain, as well as pain in the post-operative area. Intraoperatively, the procedure was noted to have gone well. However, due to the patient's complaints of pain, the physician decided to remove the lead in the post-operative area. The patient reported some improvement but continued to experience pain. The product was explanted. No patient complications have been reported as a result of this event. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Other relevant device(s) are: product ID: 977d260, serial/lot #: (B)(6), ubd: 20-mar-2029, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 977d260. Serial# (B)(6) implanted: (B)(6) 2025. Explanted: (B)(6) 2025. Product type screening device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2025-may-12 a rep provided device information for this event. The rep clarified this occurred during a trial.